Manufacturer narrative:
Noted was that at the time of the procedure, no one saw the frame move, however, there was a suction tube wrapped around the frame and that could have been pulled. On 10/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/26/2015 a medtronic representative, following-up at the site, reported the navigation system is functioning properly. A subsequent procedure was performed on 23-oct-2015, the navigation system worked normally and there were no issues. On 11/03/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The surgeon opted to discontinue the use of the navigation system and the imaging system and continued the procedure to completion using a c-arm. The surgeon placed 3 of 4 screws using navigation and was satisfied with the accuracy. The surgeon then used navigation to tap the fourth hole and when he checked the hole using a non-navigated probe, the surgeon stated that it was in nothing, that it was not in bone. The surgeon immediately brought in a c-arm to continue the procedure to completion. The c-arm scan showed the first 3 screws were correctly placed, however, the scan did not show where the fourth hole was tapped and the surgeon did not check. The surgeon tapped the fourth hole, again, in a different part of the anatomy and the procedure was successful. Delay in therapy was less than 10 minutes. There was no impact on patient outcome.